Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0x100,135cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated however on the second inflation at 14 atmospheres, the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.